Event description:
Philips received a complaint from the customer biomed reporting the touch screen on the v60 ventilator was nonresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported device failed touch screen calibration. The rse advised touch screen replacement. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.